Manufacturer narrative:
Other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient missed a refill on (B)(6) 2015. The patient's pain pump needed to be filled by this date. No doctor would fill the patient's pump because they didn't implant it. As of (B)(6) 2015, the patient the patient contacted several pain physicians to fill his pump without any success. One doctor would not fill her pump because the refill date had already been missed. The patient's primary care provider (pcp) had been providing the patient with oral hydrocodone to prevent withdrawal. The device system was used to deliver hydromorphone. Additional information received from the consumer patient. Indication for use was noted as non-malignant pain. It was reported that the pump was alarming or beeping. The pump had been alarming every hour, "4x an hour." The patient stated that it sounded like christmas music, then the patient stated that it sounded like a german police car. The patient stated that the pump was alarming because it was empty. The pump had not been filled in over a year because the patient's physician stopped taking their insurance and they have not been able to find a new physician to take them. The primary physician was prescribing the patient hydrocodone so they would not go into withdrawal. No symptoms were reported. The patient stated that their primary physician asked who they could go to, to get the pump removed. The patient was directed to physician finder website. There were no troubleshooting or interventions reported. In addition, the patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿no anomaly¿. Conclusion code and result code are no longer applicable for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare professional via a company representative on 22-apr-2016 and it was reported that the pump had been running dry for over 6 months. The pump was replaced. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.